Event description:
It was reported that during a mock code pink drill the nurse call code pink call did not route to the vocera badges (3rd party device). During a follow-up call with the customer, the customer confirmed that there was no patient injury or impact reported with this event as this was discovered during a mock drill event. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The nurse call system provides visual and/or audible event alert notification via designated communication devices including primary notification devices (main console, dome light) and secondary notification devices (mobile phone /vocera badge). The third-party vocera badge when used in conjunction with the nurse call system allows for designated nurse call alerts (calls) to be routed to said designated badge. Calls can be configured to route to a badge, based on the badge holder's (user) identified role, associated team, or other customer designation. Designation of call routing to a badge, is based on the customer's preference and is configured using the hillrom nurse call electronic configuration tool application (ect). Configuration of call routing is completed at the time of implementation by hillrom based on customer preference, and may be changed thereafter, as requested by the customer. In such case, the change request would be performed and documented by hillrom. In some cases, the customer may change their configuration, if a customer representative has access to the facility's ect application (such as in this case), in which case the configuration change would not be documented by hillrom. Troubleshooting performed by a hillrom technician determined that no users were added to the "code pink team." The technician changed the routing configuration so that all users with the designated nurse care role were added to the code pink team. The changed configuration was confirmed by the customer to be routing/working properly. A review of the customer's configuration change requests within the hillrom system did not find any requests that were performed in association to this event or a "code pink team." Additionally, the customer reported that four staff members have access to the nurse call electronic configuration tool, the facility recently underwent construction, and that the facility does not retain documentation of a nurse call configuration change performed by a staff member. In this event, the customer confirmed that no injury occurred. The customer also confirmed that the nurse call equipment worked as designed and generated the nurse call code pink call and annunciated appropriately at the primary device location. This event is contributed to no designated user roles entered into the "code pink team within ect, however, due to no documentation of a configuration change associated with the event (code pink team) either by hill-rom or the customer the root cause of the failed routing configuration cannot be determined. Although the nurse call system worked as intended to provide appropriate notification at the primary event location, if the report of code pink was not received by a third-party communication device were to recur, it is likely to result in serious injury or death. Hillrom is cautiously reporting this event.